Event description:
Information provided states that an m6-c device implanted at c6/7 in (B)(6) 1918. The device was explanted in (B)(6) 2023 due to suspected infection.

Manufacturer narrative:
Aditional information has been requested and the device will not be returned for evaluation. The review of the lot history records 7592 for m6-c device with s/n (B)(4) was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specifications including the axial stiffness and flexural resistance specifications. No new risks have been identified. Rmf 0003 rev 36 line 12.58. - infection, infected abscess or infected cyst (not involving resorption or osteolysis), leading to surgical/major intervention with explantation rmf 0003 rev 36 line 12.75 - device explanted.